Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed and required maintenance. A field service engineer suspected a defective ethernet local area network (lan) cable and replaced it with ethernet lan cable from the customer¿s stock, inspection and testing passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, repeatedly went off the bus and displayed error messages indicating failure and maintenance required. The customer reported that this issue occurred daily. Powering off the refrigerator battery, the refrigerator unit, and the pyxis machine, followed by rebooting the system, temporarily restored functionality; however, the issue recurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.